Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was cracked. Customer did not know the cause and reported that the pump had not been dropped and there had been no blunt force. Customer heard a hard snap when putting the case onto the pump. Customer's blood glucose level was 115mg/dl. Customer would continue to use the pump for insulin therapy.